Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a surgeon exchanged an intraocular lens (iol) due to the lens dislocating. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Additional observations were as follows: iol returned wrapped in a surgical gauge. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two (2) and scratched/marked-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. We are unable to confirm the reported complaint. The lens was cut in half through the center of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted. All product and batch history records are quality reviewed prior to product release. (B)(4).